Manufacturer narrative:
The device was not been returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Based on the reported information, there was no allegation that our devices caused the patient¿s deaths. The patients were extremely ill prior to medical intervention. MDR related to this event: 2029214-2017-00096 2029214-2017-00097 2029214-2017-00098 2029214-2017-00099 2029214-2017-00100 2029214-2017-00101. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: single-center experience of stent retriever thrombectomy in acute ischemic stroke. Wiacek m, kaczorowski r, homa j, filip e, darocha j, dudek d, guz w, bartosik-psujek h. Neurol neurochir pol. 2016 sep 23. Pii: s0028-3843(16)30112-8. Doi: 10.1016/j.pjnns.2016.09.001. [Epub ahead of print] pmid: 27717502. Medtronic received information through review of literature that the overall mortality at discharge post treatment with solitaire was 18.6% (n=8). One patient died before 24 hours and the other 7 before the seventh day evaluation. It was noted that cause of deaths were analyzed. At three months the overall mortality rate was at 27.9 % (n=12). Two patients died of symptomatic cerebral hemorrhage, one due to subsequently diagnosed malignancy, one of pulmonary embolism. Three deaths were resulted of malignant cerebral infarction and there was no stated cause of four cases. Three patients died of pneumonia.